Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer head was returned and analysis found that the cable was out of specification electrically.

Event description:
The programmer rf head was returned to the company and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications was reported as a result of this event.